Event description:
It was reported that the biomed wanted to send a device in for repair as the heater was not working. The water temperature was cold before starting the manual control so it looked like a device overfill. Stated that they were understaffed and didn't have time to troubleshoot and wanted to send it in for alert 113 (reduced wt control). In cooling mode, reached target of 33c later it overshoot to 32c. Nurse noticed that the water temperature was not going above 28c. Placed in manual mode. Called back in 30 min. Water never went above 28c. It was explained that the heater would not work effectively if someone filled the machine recently without first emptying the pads and overfilled it. Nurse was not aware of anyone filling the machine recently. Suggested to drain some water to make sure. Nurse stated that they did not have time, hence planned to switch the machine out and tag for biomed.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed wanted to send a device in for repair as the heater was not working. The water temperature was cold before starting the manual control so it looked like a device overfill. Stated that they were understaffed and didn't have time to troubleshoot and wanted to send it in for alert 113 (reduced wt control). In cooling mode, reached target of 33c later it overshoot to 32c. Nurse noticed that the water temperature was not going above 28c. Placed in manual mode. Called back in 30 min. Water never went above 28c. It was explained that the heater would not work effectively if someone filled the machine recently without first emptying the pads and overfilled it. Nurse was not aware of anyone filling the machine recently. Suggested to drain some water to make sure. Nurse stated that they did not have time, hence planned to switch the machine out and tag for biomed.